Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) observed the pod and small display assembly to pass test fixture, cold chamber testing and visual inspections. The pump pod and small display assembly functioned properly during evaluation with no service pump error messages or blanking out of display observed. The pump pod /small display assembly interface ribbon cable was not sent in by customer for testing.

Manufacturer narrative:
The reported complaint was not confirmed. Data log analysis could not confirm that a service pump error message occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2016-00044. Per the ccp the roller pump was running/circulating slowly at the time of the error message. The roller pump speed was 1.5 liters per minute (lpm) with 1/4" x 3/32 arterial boot in place. The field service representative (fsr) could not duplicate the reported issue. The fsr replaced the pump pod. The pump pod installed had 1.30 software, and the fsr upgraded the pump pod with 1.40 software. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "service pump" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.